Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining reactive rubella igm results for two (2) patients that were discordant to an alternate method that was generated by the access 2 immunoassay system. The erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. This report is being submitted for patient #2 results associated with this event. A separate MDR 2122870-2010-00953 was submitted for the malfunction and patient #1 results.

Manufacturer narrative:
There was no indication by the customer that service was dispatched for this event. No clear root cause has been determined to date for this event.